Event description:
Boston scientific neurovascular became aware of an event in which the subject device stretched. No complications were reported to have occurred with the pt as a result of this event.